Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements. The rv lead was explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.